Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer, states that the printer suddenly stopped working. Customer tried troubleshooting, but had no success. The paper would not feed. Customer was advised could continue to pump without the printer. Customer decided to continue on this pump. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Corrected fields: h6(medical device problem). The unit was not evaluated at this time as the customer did not request a service of the device. If additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.